Manufacturer narrative:
This supplemental report is being submitted to correct the lot number as mk951569, provide the device manufacture date as 7/10/15, and provide the investigation results for the device. The device referenced in this report was returned to olympus for evaluation. A physical inspection of the device found that the teflon pad was separated from the jaw exposing metal.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." If additional information becomes available at a later date, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad was damaged. The exact damage on the teflon pad is unknown at this time. There was no note of any device fragment falling inside the patient. There was no patient injury reported. No further information was provided.